Manufacturer narrative:
Block a1: meshc-20210922-02ce58b2. Block b3 date of event: date of event was approximated to december 12, 2018, implant date, as no event date was reported. Block e1: this event was reported by the patient's legal representation. The implant surgeon is: (B)(6). Block h6: patient code e1405 captures the reportable event of dyspareunia patient code e2330 captures the reportable event of pain. Patient code e1906 captures the reportable event of bladder infection. Impact code f2303 captures the reportable event of cefalexin administered for 10 days. Impact code f12 has been used in the light of this patient seeking legal recourse for personal injury related to the device. Block h10: the complainant indicated that the device is not available for return; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed. Block h11: blocks a1, b5, d4, h4, h6 (patient codes and impact codes) and h10 have been updated.

Event description:
It was reported to boston scientific corporation that an advantage fit was implanted on (B)(6), 2018. The patient experienced complications and nonsurgical treatment. Patient symptoms include: back pain; pelvic pain; thi pain; pain inter; rec incont; aggrav incont. Nonsurgical treatments: on (B)(6), 2021 the patient commenced other medication (please specify): cefalexin for the treatment of: bladder infection. Treatment duration: 10 days. Additional information received on july 13, 2022. The procedure performed on (B)(6), 2018 was urodynamic stress incontinence procedure with cystoscopy.

Manufacturer narrative:
(B)(6). The complainant was unable to provide the suspect device upn and lot number; therefore, the lot expiration and device manufacture dates are unknown. The upn provided was chosen as a representative upn to capture the implanted device the complainant indicated that the device is not available for return; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an advantage fit was implanted on (B)(6) 2018. The patient experienced complications and nonsurgical treatment. Patient symptoms include: back pain; pelvic pain; thi pain; pain inter; rec incont; aggrav incont. Nonsurgical treatments: on (B)(6) 2021 the patient commenced other medication (please specify): cefalexin for the treatment of: bladder infection. Treatment duration: 10 days.